Event description:
Apparent reaction to components of indwelling reservoir catheter. Chronic pain along catheter site with urticarial formation whenever any substance is infused through catheter. Infusions through peripheral IV done without difficulty. Pt receives frequent antibiotics for cystic fibrosis. Catheter placed 2/26/92 and removed 2/3/93.